Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit was unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 43 alarming during rewind test. Pump passed the self test. P-cap locks properly into reservoir, however, damage to the retainer ring was noted during visual inspection. Unit successfully downloaded to thus. Pump error 43 alarmed during testing due to moisture damage. The electronic assemblies and motor assemblies were inspected, and moisture was found on pcba 1, pcba 2 and motor. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case on corner of belt clip rails, serial label damage, keypad overlay texture damage, cracked retainer and minor scratches on lcd window. In summary, customers alleged. Cosmetic damage located at the screen was confirmed where minor scratches on the lcd window was confirmed by visual inspection. Additionally pump error 43 was noted during testing due to moisture damage found on the electronic assemblies. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked and the location of the damage was screen. Customer stated they can read the display. Troubleshooting was performed and the customer stated that the insulin pump was dropped. The customer confirmed that there was no damage to the retainer ring and there was an out-of-box damage. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and the device was expected to be returned for analysis.